Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of diopter -5.5 into the patient's right eye (od) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vault. In a separate surgery that day a lens two sizes shorter in length was implanted and the problem was resolved. Cause of event reported as unknown.